Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of forty-six devices. A visual inspection of the sealed samples noted no abnormalities. The visual inspection of the sample noted twenty-eight suture and fourteen needle. It was observed, under magnification, that thirteen of the sutures appeared to have split under tension. The remaining suture was intact and had multiple knots. A tensile test was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred with the first packet. The reported product was used in the coronary bypass anastomosis of the coronary artery bypass grafting case. During anastomosis, the thread broke. The other products in the same box were the same situation, and couldn¿t be used for the anastomosis. Then the surgeon opened another box and the anastomosis was completed. The status of the patient was reported as no problem.